Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "during a routine, non-issue draw with these butterflies, we are often times seeing what appears to be air bubbles in the butterfly tubing."